Manufacturer narrative:
This lead was retained by the hospital. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensed noise. Pacing impedance measurements were good and there was no reported pacing inhibition. An invasive procedure was performed. The system was explanted and replaced with another manufacturer's system. The cause of the oversensed noise was unable to be determined. No additional adverse patient effects were reported.